Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was in the clinic after a reported alarm on (B)(6) 2015. The patient stated he was lying in bed and received an alarm without cause while connected to his power module patient cable. The alarm resolved after he switched to batteries. The patient remained on batteries until (B)(6) 2015 and did not have any additional alarms. On interrogation, a pump off event followed by a driveline disconnect alarm and then a pump restart was noted. The patient denied disconnecting anything. The system controller was changed out.

Manufacturer narrative:
Approximate age of device: 4 months. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Device evaluation - the reported incident of a driveline disconnect was confirmed with the data retrieved from the returned system controller. The log file contain a motor stopped event with a associated low flow hazard (red heart) alarms while the system was supported on battery power. The motor stopped event appeared to be related to a physical disconnection of the driveline. The driveline was reconnected within the same minute and the system recovered to set speed of 9200 rpm. The system operated with similar pump power and pi values prior to the motor stopped event for the 5 days thereafter. The returned system controller passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. Visual inspection of the driveline bulkhead was unremarkable. The locking mechanism was found to function as intended. The system controller was dismantled. Continuity measurement of the bulkhead wires were within specification indicating no wire issues. The analysis could not determine the sequence of events that led to the driveline disconnect alarm captured in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.